Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unknown date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unknown date. X-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unknown date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads, and rods. Surgeon also found a previous tlif at l5-s1 had migrated. Surgeon pushed the tlif back, added a new interbody at l4-l5, and added a transconnector at l4-l5. No hardware of the tlif was removed. This is 4 of 21 reports.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screw was received with nicks and scratches, minimal discoloration around neck and two radial rings on bead blasted area. All described nonconformities are post manufacturing. Spherical outer diameter is unobtainable because dimensional measurement is after anodize, but prior to bead blast.